Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on the right atrial (ra) lead. The ra lead was already programmed to optimal sensitivity. The ra lead remains in use. No patient complications have been reported as a result of this event.